Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Medwatch report received: mw5183167.

Event description:
It was reported that during an eviva breast biopsy procedure on (B)(6) 2026, the patient sustained a laceration to her inferior breast. The user reports "the patient was put in a lateral to medical position for her right breast. Patient was in a sitting position." Additionally, the user site reports that the "area of concern was inferior and very superficial, meaning it was right under her skin. Biopsy needle aperture was placed flush and parallel to the patient's inferior skin. The aperture cut a laceration about an inch wide on the patient's inferior breast." Additional information was obtained from the user site, in which it was reported that the patient required five sutures to her inferior breast. The user site further reports, "the device did not malfunction, the way the patient was positioned and where the needle had to be placed is why the patient had a laceration." The user site reports that a tissue sample was able to be acquired with the same device. No further information is currently available.